Event description:
It was reported that the customer had a no delivery alarm. Customer changed the infusion set. Customer's blood glucose level was 140 mg/dl. Customer changed the set but was still receiving a no delivery alarm. Customer stated that their blood glucose level was high this morning. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.